Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the customer reported high blood glucose event 571 mg/dl with insulin pump suspension. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customers blood glucose was 375 mg/dl and sensor glucose was 213 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 70 mg/dl. Customer stated divergences in sensor glucose and blood glucose values. Troubleshooting was performed, insulin flow was suspended due to divergence. The sensor will not be returned for analysis.